Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01zr8, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4) , product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative that the patient had experienced a lack of efficacy. It was noted that the event occurred during "servicing." It was unknown what led to the event, when the issue occurred, or how the issue was identified. It was noted that an impedance check was performed, but the results were not provided. Ultimately the company representative indicated that a lead replacement occurred and the issue was resolved. The cause of the lack of efficacy remained undetermined. The patient's status at the time of the report was "alive - no injury." The patient's indications for use of the stimulation system were gastrointestinal/ pelvic floor. The results of impedance testing were not provided and no other troubleshooting or any potential cause of the event was reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.